Manufacturer narrative:
The customer¿s report of pca tubing leaks was confirmed and replicated during testing. Visual inspection of the 1st set received observed that the microbore tubing had three puncture slash holes approximately 2 inches to 3 and half inches below the antisiphon valve. The puncture slash holes were measured to be 0.090, 0.114, 0.060 and 0.163 inches long. Visual inspection of the 2nd set received observed that the microbore tubing had a puncture slash hole approximately 3 and half inches below the antisiphon valve. The puncture slash hole was measured to be 0.123 inches long. Functional testing was performed; a leak was observed as fluid flowed from each of the holes on the two samples received. The root cause of the leak was damage on the microbore tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the cna noticed that the floor was wet, upon further investigation the pca tubing was found to be leaking. A request for new tubing and medication which resulted in another leak in the tubing. The tubing was changed for a third time and administration was completed. There is no report of patient harm.